Event description:
It was reported that the device was not working and the patient had not used stimulation for ¿a while.¿ the patient had not used it in ¿about three years¿ and had not seen his doctor for ¿about three years.¿ the reporter did not know exactly why the stimulation system was not working for the patient or when this started. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v196154, implanted: (B)(6) 2009, product type: lead. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that he needed to go in for an MRI scan of the head and maybe the cervical spine area and needed to know that his implant was off. The procedure was noted to be not related to the device or therapy. The implant was not working for his bladder symptoms so he stopped using it a couple years ago. The implant initially helped but then stopped working. He tried adjusting the settings but that did not help. He was currently wearing a leg bag. It was unknown when the issues started occurring. The patient's relevant medical history includes interstim-other.